Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer received excessive unexpected restart error alarms. Customer's blood glucose was unknown. Troubleshooting could not be perform due to call dropping.